Event description:
Information was received from an unknown source (foreign) via a company representative regarding a patient with an implantable pump that was administering an unknown drug of an unknown concentration at an unknown dose rate. As per the logs provided, service code 100 was displayed regarding a pump motor stall having occurred. Also, per logs provided, a critical alarm regarding pump motor stop/stall had occurred on (B)(6) 2024 at 05:50. No patient symptoms were reported.

Manufacturer narrative:
The country of the event is china. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.